Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the on/off button would respond intermittently. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was unable to duplicate the reported issue. The technician reviewed the device keylogs and could not verify any instance of the device not responding to a button press. A conclusive root cause could not be established. The interface pcba was replaced as a precaution. After performing unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that the on/off button would respond intermittently. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.